Event description:
The patient reported that the previously working remote monitor did not power on. Set up was verified and troubleshooting steps were taken to resolve the issue. When the patient disconnected and reconnected the power cord, the remote monitor powered on and a successful remote transmission was completed. The monitor remains in use. No patient complications were reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
The patient reported that the previously working remote monitor did not power on. Set up was verified and troubleshooting steps were taken to resolve the issue. When the patient disconnected and reconnected the power cord, the remote monitor powered on and a successful remote transmission was completed. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.